Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested ¿ but no additional information was known. Did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ how was the device removed from the fallopian tube? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the fallopian tube? ¿ if yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a laparoscopic tubal procedure, the instrument would not release fallopian tube. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # iyzd20236. Corrected data: manufacture date: 11/6/2014. Expiration date: 12/06/2015. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.